Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection stated that the reload was received attached to adapter. The connection between the reload and adapter was noted to be damaged. The reload adapter was found to be broken. The reload had a full staple complement. The I-beam was fully retracted and the jaws were open. There was damage to one of the blowout plates. The laminates were found to be herniated. It was reported that articulation joint broken, difficult to unload ad instrument bent. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastrectomy procedure, when at the stomach, after firing, the cartridge could no longer be disconnected. Upon inspection, a wire-like metal was exposed from the bending part of the cartridge. Even when trying to operate it with the power handle, it did not move. It was restarted, but it did not operate. Even after removing and reconnecting the adapter, it did not operate. In the end, by using the manual adapter tool, the articulation in the middle area was able to be restored, but the connection part between the cartridge and the adapter was also bent, and the cartridge could not be removed. To resolve the issue, manual suturing was performed, and the surgical time was extended. It took from several tens of minutes to several hours. Medtronic's initial evaluation of the incident found that the laminates were found to be herniated.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #(B)(6)); sigadaptshort, sig power sigadaptshort lin short adapt, (serial #(B)(6)); egia60amt, egia60amt egia 60 artic med thick sulu,(lot#p5c1348); sigphandle, sig power sigphandle handle, (serial #unknown); sigpshell, sig power sigpshell control shell, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (ime, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.